Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous right coronary artery. The 20/1.5 maverick over-the-wire ptca catheter was advanced to the lesion. Upon the fourth inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).